Event description:
Related manufacturer reference number: 2017865-2023-36924. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found that the right ventricular (rv) and the right atrial (ra) leads exhibited oversensing of noise which resulted in pacing inhibition. The rv and ra leads were capped and replaced on (B)(6) 2023. The patient was discharged post-procedure.